Manufacturer narrative:
Concomitant medical products: product ID: 4074-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high impedance with instant elevation to undefined impedance several months ago. In addition, the lead had no capture in both unipolar and bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.